Event description:
During an aneurysm repair a hyperform balloon was being used to assist in coiling. The balloon would not stay fully inflated. The procedure was able to be completed and the patient was not harmed.